Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that monitors were disconnecting from the central station and that their was no alarm. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that monitors were disconnecting from the central station and that there was no alarm.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Multiple attempts were made to reach out to the customer regarding the reported issue however, the customer failed to respond to these attempts. No investigation was performed regarding the reported problem. There is insufficient information to rule out a product malfunction.